Event description:
Malyugin ring (pupil expander) was opened and when the surgeon was attempting to deploy from the injector, the ring opened in the opposite direction; it opened by folding inward instead of expanding outward.